Event description:
It was reported that the homechoice device was alarming with an unspecified system error during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 0005 was identified during a review of the event history log. The homechoice device received a returned instrument testing evaluation (rite), which included functional testing of the device. A visual inspection was performed. The sample evaluation revealed no non-conforming product that could have caused or contributed to the alarm. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.